Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The treatment for this event was not reported. The cause of the peritonitis was unknown. The patient was recovering from the event at the time of the report. Pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on potentially associated lot number h13e08015 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot numbers h13e24020 and h13g09019 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).